Event description:
Pt had undergone cataract surgery on 1/28/97 and implantation of intraocular lens was attempted by the surgeon. The surgeon stated that the lens tore the pt's posterior capsule during insertion and an anterior vitrectomy was performed. The surgeon stated that the lens ejected in a controlled manner. After the vitrectomy was done, an anterior chamber lens was implanted and the pt was doing good. The surgeon stated that the pt had a very hard, dense cataract and hard nuclear fragments. He didn't think there were rents on the capsule prior to lens insertion but he wasn't sure. He also was not sure if the p/c tore at phaco procedure or during lens insertion.